Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The customer identified an ECG comm error. No patient involvement.